Event description:
A consultant ophthalmologist reported that the machine "failed" and displayed "repeated system message failures" during vitrectomy procedures involving two patients. Consequently, there was a 20-25 minute delay in completing the procedures. There was no patient harm reported, and no patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. (B)(4).